Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during drain 3 of 4. The notice: draining slowly message was also encountered while draining. A fluid leak was discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from a possible cassette rupture. The patient was not connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during drain 3 of 4. The notice: draining slowly message was also encountered while draining. A fluid leak was discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from a possible cassette rupture. The patient was not connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since.